Event description:
An optometrist reports a hyperopic pt with a poor clinical outcome following lasik surgery on the right eye. At 6 months post-op, this pt exhibited a 1 line decrease in the right eye. Ucva improved from 20/200 to 20/40+. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 08/08/08.